Manufacturer narrative:
The universal surgical manipulator (usm) serial number (B)(6) was analyzed, and the reported failure was replicated. In the system logs, the error 1126 was found indicating ¿hirose fiber receive power has fallen below the low warning limit¿ on the usm ¿ac_xc¿ axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the no errors were triggered. The usm was then installed onto a pftp where ¿fiber test¿ was found to be failing on the ¿ac_xc¿ axis. Once testing was completed, the ¿clockspring fiber¿ was aba tested and was verified to be the source of the fault. The usm serial number (B)(6) was analyzed, and the reported errors were confirmed and replicated. The unit was tested on an in-house system and triggered errors 1126 and 31226. The unit was also tested on the pfpt and failed all fiber tests. Aba troubleshoot was performed. A gold clock spring, parallelogram and rolling loop cables were installed and the unit passed. The original was returned and the unit failed. Upon further investigation, there was no fluid intrusion or physical damage. The system logs showed errors 1126, 31226, and 32097. The clock spring, parallelogram and rolling loop were consistent with the reported event and were the source of the issue. The complaint was confirmed and replicated based on the failure analysis. The probable root cause in each system component is listed as follows: the probable root cause for usm issues with serial number (B)(6) is attributed to communication errors from the clockspring fiber cable located within the usm. Furthermore, the probable root cause for usm issues with serial number (B)(6) is attributed to communication errors from the clockspring fiber, parallelogram and rolling loop cables located within the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported system encountered a non-recoverable fault. Caller stated that they had a non-recoverable error #40076 on universal surgical manipulator (usm) #1 during the procedure. Caller stated that they were not using usm 1. Prior to contacting tse, customer power cycled the system and are continued with procedure. Tse informed caller that the fault was likely to continue. Site continuing with procedure. The procedure outcome is unknown with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found errors on universal surgical manipulators (usms) 2 and 3. The fse also found low fiber issues with the proximal set-up joint (suj) on usm 3. Items were replaced. The system was tested and verified as ready for use. Both usms involved with this event have been received, but the failure analysis (fa) testing has not yet been completed as of the date of this report. The proximal suj has been received. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system in normal mode where no errors were triggered. The unit was installed onto a patient side cart fixture test platform (pftp) where fiber power test failed, replicating the reported event. Fiber optic cable was aba tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the fiber optic cable was found to be the root cause of the reported event.